Manufacturer narrative:
(B)(4). The customer returned one 20ga 8cm endurance catheter for evaluation. Signs of use in the form of biological material were found on the catheter body and in the extension line. Visual inspection of the catheter revealed a kink in the catheter body adjacent to the juncture hub. Microscopic examination revealed a tear in the kink. The total length of the catheter body measured 84 mm, which is within specifications of the nominal value 85 mm per catheter graphic. The outer diameter of the catheter measured 0.04270", which is within specifications of 0.038-0.048" per catheter graphic. The inner diameter of the catheter tip measured 0.027", which is within specifications of 0.0245-0.0285" per catheter graphic. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "ensure catheter patency prior to pressure injection to reduce risk of catheter failure and/or patient complications. Inability to obtain brisk blood return or to flush easily indicates a possible problem with the catheter and catheter should not be used." Water leaked from the tear in the catheter body when flushed with a lab inventory syringe. The catheter was sent to wyomissing where the damage was confirmed. The IFU provided with this kit warns the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin. Allow insertion site to dry completely prior to applying dressing. Do not raise the catheter beyond 90 relative to the skin to avoid catheter kinking and damage." The complaint of an endurance catheter leak was confirmed by a complaint investigation of the returned sample. The catheter body was kinked and partially torn directly adjacent to the juncture hub. Due to an increased trend in endurance catheter leaks/separations, a non-conformance has been initiated to further investigate this issue. The root cause has not yet been determined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "catheter kinked at the insertion site, when removed the catheter was cracked right at the nose." It was leaking when flushed. The catheter was removed immediately and a new catheter was placed. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "catheter kinked at the insertion site, when removed the catheter was cracked right at the nose." It was leaking when flushed. The catheter was removed immediately and a new catheter was placed. The patient's condition is reported as fine.